Event description:
(B)(4). I got the procedure done in (B)(6) 2008 after the birth of my daughter. I didn't have any problems until I started getting my periods again a year later, after I was finished with nursing. My symptoms started out mild with bad menstrual cramping and a yeast infection every month. As time went on, I was seen numerous times for numerous infections, including yeast infections, vaginitis, and cervicitis. Over time my periods were getting heavier and so much more painful. My periods lasted 10-14 days and I had pain even when I wasn't on my period. My dr took ultrasounds and other tests including bloodwork to rule out other things. He put me on the pill for awhile but that didn't help. The pain was getting unbearable. He prescribed many pain killers and narcotics and then finally suggested a hysterectomy. He told me that since I had the essure coils in my tubes that the blood from my periods had no where to go but to overflow into my uterus, thus causing extreme pain. In (B)(6) of 2013 I had a hysterectomy. I lived in pain from 2009-2013, about 4 years. Very much uncalled for.